Event description:
Based on info reported by that pt and via maude report (B)(4): (B)(6) 2008 - pt underwent umbilical and ventral hernia repair with one kugel mesh implant. On (B)(6) 2009 - pt underwent incisional hernia repair with two perfix plug mesh implants. The pt reported she is experiencing pain and is scheduled to undergo kugel mesh explant procedure on (B)(6) 2010. The pt also alleges she has been diagnosed with an infection been hospitalized and has received five weeks of antibiotic therapy related to the perfix plug meshes.

Manufacturer narrative:
This complaint was initially reported to davol on (B)(6) 2010. Based on the info provided at that time, an MDR was not required. However, new info was reported to davol on (B)(6) 2011 that required an MDR to be filed. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided and no product has been returned. Additionally, there is no indication that the mesh has been explanted. While the mesh has not been identified as the source of the alleged collection, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without additional info, no conclusion can be drawn. Refer to MDR 1213643-2011-00508 for info regarding the second perfix plug implanted on (B)(6) 2009.